Manufacturer narrative:
The reported device is not available to be returned, to the manufacturer, for evaluation. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An distributor reported an issue with a nevertouch 65cm kit w/gripper and rfid t. During a procedure, the gold tip detached from the fiber. The procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It is unknown when the tip detached. It was reported that the "nurse noticed the metal end of the fiber was on the sterile trolley and the laser fiber had a bare end."

Manufacturer narrative:
The customer's reported complaint description of tip detached from fiber was not confirmed because the sample was not returned. Without receiving a complaint sample for evaluation, a definitive root cause cannot be determined. Potential contributing factor for this type of tip detachment failure mode is handling damage during use, i.e. Cleaning dried blood from tip after first vein ablation but before second vein ablation. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use (16900393-01) which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." The user manual (man/31/0075 us), which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference(B)(4).